Manufacturer narrative:
The device will not be returned for evaluation. An investigation of the device history record and post-market surveillance history is in progress and if additional information is obtained, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the in-situ femoral diaphyseal replacement - minimally invasive grower ((B)(4). ) collapsed. Onkos surgical will be providing the implant to be used in the revision surgery ((B)(4). ).